Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vticm5_13.2 -2.50/3.5/044 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Significant reduction of irido-corneal angles; pupil block; angle closure and elevated iop reported. A week following tilted lens; high vault; and fibrin in ac, and refractive surprise was observed. Medication was administered. Iris atrophy reported followingly. Lens remains implanted. Update about patient: residual astigmatism 0.75 d; non-reagent pupil; pupil diameter 4,5/5mm; eye is quiet; and iop as 24mmhg but followingly was 34 mmhg. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -2.50/3.5/044 (sphere/ cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Pupil block with elevated iop (65mmhg) was assessed on (B)(6) 2021. Excessive vault was observed. Medication prescribed. Lens remains implanted. Cause of the event is reported as device and patient related factor. Reportedly, non-reactive pupil is responding to myosis with the administration of eye drops (pilocarpine). Surgeon is considering discontinuing drops and assess if the pupil reacts to light without medication. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.